Manufacturer narrative:
Other text: b3: date of event and d4: UDI section are unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the staff was trying to remove an oxygen (o2) hose but after doing so there was an odd rattle internally. Patient involvement is unknown.

Manufacturer narrative:
Other, other text: additional information is provided for h.2, h.3, and h.6. One device was received for evaluation. Visual inspection revealed the device had loose parts inside the enclosure, and the front panel had a slight bend. Functional testing was performed, and the reported issue was able to be replicated. Upon closer inspection inside the enclosure, the rattling sounds were caused by one of the screws that holds the sounder pcb in place. The gas input washer was also loose inside. The root cause could not be determined. The product was beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified the complaint was not related to a previous service of the device within the review period. For all enquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g.1., please direct those to the following: regulatory.responses@icumed.com.

Manufacturer narrative:
D4: UDI updated. UDI related data quality updates only.